Event description:
During a chevron bunionectomy, the stiffer, threader end, of two consecutive guidewires broke off inside a patient. Both of the guidewire ends were left inside the patient. The sales consultant has the longer end of both guidewires available to return for investigation. Total time added to the procedure was two minutes. This is 2 of 2 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and a lot number was not provided.